Manufacturer narrative:
(B)(4). A manufacturing record evaluation was performed for the finished device (B)(4) batch number, and no non-conformances were identified. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. It was reported that "needles were breaking". What was the name of the procedure? What is the procedure date? Was the needle piece(s) retrieved during the same procedure? Was there any additional tissue damage as a result of searching for the needle piece? How many devices were involved in this single procedure? What is current condition of the patient? Device return status/follow up? Note: events reported in 2210968-2020-04783, 2210968-2020-04784, and 2210968-2020-04785. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that a patient underwent an unknown procedure on (B)(6) 2020 and suture was used. During the procedure, the needle broke. The procedure was completed using alternative device. There were no adverse patient consequences reported. Additional information was requested.

Manufacturer narrative:
Date sent to the FDA: 09/01/2020. Additional information: additional information was requested, and the following was obtained: it was reported that "needles were breaking". What was the name of the procedure? - unknown. What is the procedure date? - n/a. Was the needle piece(s) retrieved during the same procedure? - yes. Was there any additional tissue damage as a result of searching for the needle piece? - no. How many devices were involved in this single procedure? - 3. What is current condition of the patient? - no patient consequences. Device return status/follow up? - n/a. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.